Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Right hip revision for elevated cobalt levels and systemic reaction. Cobalt level of 7.

Manufacturer narrative:
An event regarding elevated cobalt levels involving a metal head was reported. Following review of the medical records by a clinical consultant altr was confirmed. Method and results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "it is a pity no implants were returned for investigation because materials investigation usually provides very valuable information regarding failure mode. Additionally, materials and/or manufacturing related matters can be excluded with more certainty although in the current case no evidence is available to suggest that device-related factors might have played a role. In conclusion, the presence of armd or altr with both systemic and local hip adverse reactions appears rather certain although a root cause for the problem does not emerge from the available information. More radiological, clinical and/or histopathological information plus evaluation of the explanted devices is required to further detail this case." "Procedure-related factors: none evident. Patient-related factors none evident. Device-related factors: none evident. Diagnosis: the presence of armd or altr appears rather certain with both systemic and local hip adverse reactions. A root cause for the problem is however not evident and may require more radiological, clinical and/or histopathological information plus evaluation of the explanted devices." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records and x-rays by a clinical consultant concluded: "the presence of armd or altr appears rather certain with both systemic and local hip adverse reactions. A root cause for the problem is however not evident and may require more radiological, clinical and/or histopathological information plus evaluation of the explanted devices.". The exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, additional x-rays, pathology report, operative reports and progress notes are needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened.

Event description:
Right hip revision for elevated cobalt levels and systemic reaction. Cobalt level of 7.